Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No additional information has been obtained at this time. Additional information was received that the ipg was no longer working. The patient experienced a return of their pain and wanted a primary cell battery.

Manufacturer narrative:
The explanted ipg and anchor were not returned; therefore, a physical analysis could not be performed. A review of the device history record (DHR) confirmed that the devices met all applicable specifications prior to release for distribution. No manufacturing deviations were identified that could have contributed to the reported event. Additionally, a review of the product labeling for the ipg was conducted and did not identify any anomalies. The labeling states that system failure may occur at any time due to random component or battery failure. Known risks associated with spinal cord stimulation systems include device failure, lead breakage, hardware malfunction, loose connections, electrical shorts or open circuits, and lead insulation breaches, which may result in ineffective pain control. Additionally, the labeling identifies that undesirable stimulation may occur over time due to tissue changes around the electrodes, changes in electrode position, loose electrical connections, and/or lead failure. Additional suspect medical device component involved in the event: model: sc-4319. Serial: na. Batch: 20140611. Model/catalog description: clik x MRI anchor. UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI upn: m365sc43190 model: sc-4319 serial: na batch: 20140611 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) and a clik anchor were removed for an unknown reason. No additional information is available at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI upn: m365sc43190, model: sc-4319, serial: na, batch: 20140611, UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No additional information has been obtained at this time. Additional information was received that the ipg was no longer working. The patient experienced a return of their pain and wanted a primary cell battery.